Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. Customer states battery compartment is neither damaged nor corroded. Display did not return after pump restart. Customer stated that the insulin pump was not working. The insulin pump will be returned for analysis.